Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The iol was explanted 1 week following the initial implant procedure. The surgeon commented that there might be a problem with the lens. Additional information has been requested.